Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 x-ray system. The user reported that during an emergency procedure, fluoroscopy could not be performed continuously. As a result, the patient had to be moved and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed on expert discussions considering complaint description, customer service reports, and system history. According to the available information, during an emergency procedure, an unknown error message was displayed, and x-ray was aborted/not possible. As result the procedure was continued and finished using an alternative system. No health consequences were reported to this event. Hospital maintenance personnel investigated and found a loose contact of a video cable. The video cable was reseated, which resolved the issue. No specific information was provided on which cable is meant by the term "video cable". Possible cables are sg-cable, any cable connection of the image chain (involving connections between image intensifier and aspia pc) and video splitter (providing video signals to the trolley-monitors). Unfortunately, in this case, a more in-depth and verifiable analysis of the problem described in the complaint was not possible because the siemens healthineers service department was not involved in the service activity. No logfiles, c-parts or further information could be retrieved. Due to the above circumstances, the problem described in the complaint was evaluated on the basis of the available data and expert opinion. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.